Event description:
On (B)(6) 2012 it was reported patient (B)(6) episode v-1 showing v oversensing. Page 2 shows the same @ higher gain. Data disk will be sent for detailed analysis. The egm of v-1 shows triggering an event based on 3 consecutive fast beats caused noise oversensing. Agreed that noise is consistent with myopotential signals. Agc has been reprogrammed to fixed sensitivity of 2.5mv; max noise amplitude was 1.52mv. Will suggest further investigation of abdominal/diaphragm oversensing. There was only 1 occasion in the arrhythmia logbook, and only 1 pacing beat was inhibited (ventricular pause 1250ms) during sensor driven pacing at cl of 520ms. No further information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).